Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. More than 3 years have passed since the device was manufactured and the electrical contacts of the video connector socket may have worn due to repeated use, when the user has used the device frequently. Alternatively, the electrical contact failure may have occurred because the user connected the video connector to the device without drying electrical contacts sufficiently, or the user cleaned the video connector socket. Omsc concluded that this could prevent stable communication between the endoscope and the video system center, resulting in a scope communication error (b30). The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing an endoscopic image was not displayed on the monitor and a scope communication error b30 appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.